Event description:
The customer reported that he was hospitalized for high blood glucose levels, with a reading of 757 mg/dl. The customer had been having problems rewinding the insulin pump and experiencing blood glucose levels over 700 mg/dl. Attempted to review the insulin pump programming, but the customer had somehow locked the keypad. The customer was not able to follow instructions to unlock them, became angry and then disconnected the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.